Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 560 mg/dl after approximately 1-4 hours of wear on the arm. No medical intervention was reported. The device was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Cracks were observed in both the top and bottom housings. The time and cause of the top and bottom housing damage could not be determined. Reservoir cap damage was observed to align with observed cracks and underside top housing damage. This indicates the damage occurred post use. The observed internal cannula tear is related to action # (B)(4). Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.